Event description:
Reporter indicated a vns pt was having an increase in seizures over the last several months. A battery life estimation performed for the vns yielded approx 3 years remaining. Attempts for further info are in progress.